Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot part: 03.037.030, lot: 9484279, manufacturing site: hägendorf, release to warehouse date: 11.sept.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary complaint summary: 6/3/2019: updated event description: it was reported on an unknown date, the helical blade/screw extractor came through the wash and into decontamination, broken. There is no patient involvement. Flow: damage visual inspection: the helical blade screw extractor (part # 03.037.030, lot # 9484279, mfg # 11-sep-2015) was received at us cq with the threaded distal tip of the device broken off. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed and is within specification. Document/specification review: the following drawing(s) was reviewed; extraction instrument for head element: se_381321 rev I and rev j shaft for extraction instrument: se_381322 rev f. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the decontamination process on an unknown date, the helical blade/screw extractor came through the wash and into decontamination, broken. There is no patient involvement. This report is for a helical blade/screw extractor. This is report 1 of 1 for (B)(4).